Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: material no. 367983 batch no. 9116675 it was reported that just about every small gold has some amount of the label lifting off. Just about every small gold has some amount of the label lifting off.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through cap#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: material no. 367983, batch no. 9116675. It was reported that just about every small gold has some amount of the label lifting off. Just about every small gold has some amount of the label lifting off.